Manufacturer narrative:
During device evaluation, the reported issue was confirmed: the ceiling plate was deformed and the bending tube was dented. These issues restricted the right/left knob from turning smoothly. During visual examination, the following additional issues were found: the up/down knob was deformed and was not water-tight; the forceps channel was dented; the air/water cylinder was missing its color indicator; the suction cylinder was missing its color indicator; the switch box was discolored; the air/water nozzle was damaged and did not allow for water removal; the connector cover was chipped; and the universal cord had coating peeling. Visual examination showed the following components were scratched: hand grip; control unit; scope connector cover unit; and connector case. Also, examination showed the following components had corrosion due to water leakage: plug unit; scope connector circuit board; and cable unit. During functional testing, the scope relayed a scope communication error (e216) due to the corrosion found at the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had bowden cables worn out. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water tube, air/water cylinder, auxiliary tube and connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that could not be conducted properly by leakage due to deformation of the up/down-right/left (ud/rl) angulation control knob. A further cause of the deformation could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.